Event description:
It was reported that patient presented to clinic for follow up. The patient left ventricle (lv) lead exhibited high threshold. The physician elected to explant the lv lead and replace with new lead at a new position. The patient was stable throughout the procedure.